Event description:
It was reported that the patient underwent a revision procedure due to the device not functioning and fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of device not working and fluid loss was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.